Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The balloon separation was confirmed. The balloon rupture and tip separation could not be confirmed as that portion of the device was not returned. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The nc traveler rx instructions for use states: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch, additional information received as follows: the patient has undergone a computed tomography (CT) scan and the detached portion of the nc traveler balloon catheter was not found. It was also confirmed that the patient has not complained of any symptoms during follow-up visits to the hospital as an out-patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The coronary intervention was completed with the deployment of a 3.0 x 23 mm xience alpine stent. As of (B)(6), the patient condition was stable. A computed tomography scan will be performed to check if the separated portion remains in the patients anatomy. No additional information was provided. Concomitant products: guide wire: sionblue; stent: 2.5x38mm xience alpine; other: ivus. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The 2.5x38mm xience alpine referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 70% stenosed left anterior descending artery (lad). Pre-dilatation of the lesion was performed followed by stenting with a 2.5 x 38 mm xience alpine. After the intravascular ultrasound (ivus) catheter failed to cross, it was confirmed on angiography that due to the anatomical conditions of the vessel that was tortuous and heavily calcified the deployed stent implant was not straight longitudinally and the stent was not well apposed to the vessel wall. The 2.25 x 12 mm nc traveler balloon catheter was advanced without resistance and inflated 3 times at 26 atmospheres (atm); however, during the 3rd inflation at 26 atm, the balloon ruptured. The ruptured balloon was caught on the stent implant and could not be retracted. The guiding catheter was advanced distally close to the proximal balloon marker and the balloon catheter was pulled into the guiding catheter successfully. Once the 2.25 x 12 mm nc traveler balloon catheter was removed out of the anatomy through the guiding catheter, it was confirmed that the balloon and the tip were separated and the separated segment was missing. The lesion was examined, but the tip and the balloon material were not found anywhere inside the anatomy. The catheter room was also checked and the separated segment was not found. Due to the fact that st elevation was not observed and the patient was fully conscious, and based on the angiography and ivus examination which confirmed the separated segment was not observed inside the vessel, it was determined the separated segment did not go into any cerebral vessels.